Event description:
It was reported that there was a possibility of valve occlusion. A contrast study was performed which confirmed that csf did not flow. The patient made a recovery after replacement surgery.

Manufacturer narrative:
(B)(4). The valve was not patent due to proteinaceous debris located throughout the interior. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The valve also did not meet the requirements for leak testing due to tears on the top and bottom of the delta chamber. The condition of the returned valve precluded all further testing. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.